Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the bending section cover and on the bending section cover adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the scope-cover and distal end identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, a definitive root cause that made the foreign material remain in the device was not specified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.